Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient has recovered from the event. A week later, the patient experienced peritonitis again. The patient was not hospitalized for the events. The patient has recovered from the second event. The cause of the events and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the event occurred during the month of either (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.